Event description:
It was reported that approximately 6 months post implant of a bifurcated device, limb extension and an infrarenal extension, a computed tomography scan revealed a distal endoleak. The physician elected to implant a limb extension on the left iliac. However, leak was not resolved..

Manufacturer narrative:
Based upon the investigation findings, the reported event is confirmed based on clinical assessment. There was suboptimal medical documentation and imaging studies available for review. This patient's history of antiplatelet therapy might have contributed to this complaint due to the increase risk of bleeding complications. The following findings were substantiated: endoleak ii - hypogastric branch; endoleak ib - left iliac; endoleak iiib - anterior bifurcation; and a complication of aspiration pneumonia. The possible rupture and super-infection (gas within aneurysm sac) were not corroborated within the available medical documentation. A manufacturing record review was performed and the lot met all release criteria with no related issues or deviations that would explain the reported event. The lot usage history showed that no other units from the same lot have been involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation findings, a root cause for the endoleak could not be determined with available information.

Event description:
It was reported that approximately 18 months post implant of a bifurcated device, an infrarenal extension and a limb extension, the patient presented emergently with pelvic pain and a computed tomography scan reported an endoleak from lumbar source with an increasing aneurysmal sac (75 mm), and a suspicion of rupture. The patient was transferred to another hospital. A repeat non-contrast CT scan done at the receiving hospital reported no sac increase in the last two days (8.2 cm); rupture could not be confirmed due to the absence of contrast. An endoleak from lumbar source and a distal left endoleak were confirmed intraoperatively. The patient underwent a left hypogastric iliac coiling and left limb extension, with angioplasties to treat the endoleaks; however the endoleak persisted. There was a suspicion of an endoleak coming from the main body device. The patient aspirated some time after these two interventions, so plans to reline the main body were deferred. The patient was transferred to critical care. Fluid resuscitation, suction and antibiotics successfully treated the patient. Four days later, the patient underwent another procedure for the suspected endoleak at the bifurcation. Procedural difficulties included locating the true lumen of the left iliac artery. A right competitor's stent was passed to occlude another competitor's right hypogastric stent. A competitor's main body stent resolved the endoleak. Two days later, a non-contrast CT scan demonstrated aneurysmal sac increase to 9.5 cm with gas observed in the superior aspect of the sac; differential diagnosis included post-operative changes; super-infection and/or fistula. The patient was discharged home on the 11th post-operative day. Their hospital course was unknown.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.